Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine 6mm¿ insulin syringe 0,3ml experienced scale marking issues. The following information was provided by the initial reporter, translated from spanish to english: frequently we get syringes in the 30-piece coves that do not have the units of measure.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-aug-2023. H6: investigation summary: customer returned (1) 0.3ml 31g 6mm loose syringe. Customer reported frequently we get syringes in the 30-piece coves that do not have the units of measure, sometimes they do not have them and in others they are difficult to see. The return syringe was visually inspected and was verified that the scale marking was wiped and not visible. Only some black ink was found on the barrel surface. A review of the device history record was completed for batch # 2354639. All inspections and challenges were performed per the applicable operations qc specifications. Based on the sample received, embecta was able to confirm the customer indicated issue fade scale marking. Root cause analysis: there was one dispatch (dispatch # (B)(4) in l2l noted for ¿ink pump down not pumping at all. Blank barrels in metro bin¿ that pertained to the scale mark missing complaint.

Event description:
It was reported that the bd ultra-fine 6mm¿ insulin syringe 0,3ml experienced scale marking issues. The following information was provided by the initial reporter, translated from spanish to english: frequently we get syringes in the 30-piece coves that do not have the units of measure.